Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator and the associated right ventricular lead displayed high, out of range pacing impedances. Technical services (ts) reviewed the electrograms in the patient's logbook and no noise was present. Ts suggested performing isometrics and pocket manipulation to recreate high impedance readings. The patient was brought into the clinic and the suggested trouble shooting was performed. Impedances were found to be normal. The local field representative was to review the case with the patient's physician. No adverse patient effects have been reported. An attempt to obtain additional information has been made.

Event description:
Additional information from the local fr indicated that a chest x-ray was performed and no obvious lead fracture or header issues were seen. The patient is to be followed closely and monitored via latitude.

Manufacturer narrative:
As of today, all information indicates that this device remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the system displayed noise and oversensing which lead to inappropriately stored episodes. The noise was not able to be recreated. There were no adverse patient effects reported. The system remains in service.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead pacing impedances have continued to be erratic. Reportedly some of the pacing spikes have been greater than 2000 ohms. Additionally noise was stored as a non-sustained ventricular tachycardia (vt) episode, on both the rv pace/sense and shock portions of the lead. The patient has an underlying beat so pauses in therapy were not observed. The field representative reported that the patient was seen, where isometrics and pocket manipulations reproduced a slight noise on the shock egm and not the pace/sense egm. As an added precaution the duration times were increased. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this ICD was removed and replaced. During the procedure the lead was not tested with a pacing system analyzer (psa), to confirm electrical continuity. No lead abnormalities were viewed under fluoroscopy. The cause of the clinical observations remains unknown. No additional adverse patient effects were reported.